Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a measurement of high, out of range pacing impedance was observed. All other measurements were normal. The device was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.